Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a tavr procedure transfemoral approach with an axela sheath, there were difficulties to retrieve the delivery system through the sheath. Attempts were made to remove the device by bringing the delivery system forward and opening the balloon clockwise turning and under pressure tried without success. The second attempt with the same troubleshooting was successful. The delivery system was able to be retrieved. An angio revealed a dissection of the on the puncture side. Angioplasty catheter was used, and the dissection was treated. Upon visual inspection of the sheath a ¿sharp obstacle¿ 2-3 cm proximal form the tip of sheath was observed. The valve was successfully implanted with good results. The patient was stable. The device is being returned for evaluation. As reported, easy insertion of the axela sheath over a curved wire at the right femoral till hub of sheath at skin level. There was mild push ¿force¿ during insertion with delivery system through sheath.

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: bump observed, damage to proximal edge of distal flap were the bump was present (after removing the outer jacket), and damage to the bilayer. A video was provided and revealed some tortuosity in the patient¿s vasculature. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, on the receiving level, the inner member and outer jacket components are visually inspection on a sampling basis for visual defects. Per procedure, following proximal bonding, the shafts are 100% inspected for kinks. Per procedure, following inner tip bonding, the devices are 100% visually inspected. The outer jacket are visually inspected.  Following final tip bonding, devices are 100% visually inspected. On the component level, the shafts undergo 100% visual inspected by both manufacturing and quality. Per procedure, during final tipping, the device is 100% visual inspected for damage on the tips. After final tip bonding, the tips are 100% visually inspected. Per procedure, the final sheath assembly undergoes 100% inspection by both manufacturing and quality. The inspections and tests described above support that proper inspections of the devices are in place to detect issues related to the complaint events. The device history record (DHR) is reviewed and did not reveal any manufacturing non-conformance that would have contributed the reported event.   A lot history review revealed no other complaints related to this event. A complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The axela IFU and edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The procedural training manual provides guidance on the usage of the edwards axela sheath. Patient factors related to the sheath are: access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm (for 20, 23, and 26mm valves) and 6.0 mm (for 29mm valves). In addition, the procedural training manual provides instructions on sheath removal:  maintain guidewire position in the aorta, remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards and do not reinsert the sheath at any time during removal. In addition, appearance of the sheath upon removal: some curvature of the sheath may be present, ripples along the ridge may be present and are normal, an open tip is to be expected and curled portions of the tip may be present and are normal. It is important to remember through the procedure to initially insert the sheath with the edwards logo facing up, suture the sheath in place and once completed, remove the sheath completely with the edwards logo facing up without torqueing.  There was no IFU or training deficiencies identified. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device and reviews of the complaint history, DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the events. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The damages to proximal end of the distal flap could be indicative of the device interacting with calcification. Calcification can create sharp edges/nodules for the sheath to interact with and if present, could have prevented the distal flap from returning to its original diameter after contraction. This would make the distal flap more susceptible to catching on calcification, resulting in the observed distal flap damage when the device moved through the access vessel. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No manufacturing non-conformances were found. No product non-conformances or IFU/training inadequacies were identified. A product risk assessment (pra) was previously initiated to assess patient risk for sheath distal tip damage. A CAPA has been initiated to address this failure mode.